Event description:
Report received of unintentional disconnect from clave valve. Report of undocumented incident in which the nurse was administering an unspecified amount of antibiotic (vancomycin) via a secondary tubing to the clave port. The tubing unscrewed itself from the clave port and one half of the dose of antibiotic was lost due to leakage onto the bed sheets. No pt harm was reported. No specific pt info or additional incident info was recalled.